Event description:
Procedure: lap appendectomy. According to the reporter: customer reports that the balloon on the tip of the trocar burst. Part of the balloon was retrieved from outside the patient. Customer believes they retrieved most if not all of the balloon piece. No patient injury or ill-effects, no medical intervention required, no unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required.

Manufacturer narrative:
(B)(4).